Manufacturer narrative:
Further information was requested but not received.

Event description:
During follow-up, inappropriate mode switch and loss of cardiac pacing was noted due to oversensing on the right atrial lead. A lead revision is anticipated but not yet scheduled to resolve the issue. The patient was in stable condition.